Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21 mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. Upon deployment the physician noted that the wds had become kinked. The closure device was difficult to recapture but the physician was still able to fully recapture the device and remove the wds from the patient. A new wds was then used to successfully complete the procedure. There were no patient complication that were reported to have occurred.